Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. Despite attempts to charge with a tandem cable and wall adapter, the issue persisted, so technical support sent a replacement cable and adapter. There was no adverse impact to the customer's blood glucose level. Eventually, using different charging supplies resolved the issue as the pump began charging, and no further assistance was required.